Event description:
Litigation alleges that patient has experienced severe pain associated with the implant, clicking throughout range of motion, and severe difficulty moving.

Manufacturer narrative:
(B)(4).